Manufacturer narrative:
(B)(4).

Event description:
The implantable neurostimulator was implanted (B)(6) 2009. Stimulation parameters were pulsewidth: 270 microseconds, rate: 60 herz, amplitude: 3-3.5 volts. By (B)(6) 2010 the hcp was unable to communicate with the device due to end of service. The device was believed to have undergone rapid battery depletion based upon the energy requirements of these parameters. It was replaced. There was no injury associated with the events. The patient was ok afterward.